Manufacturer narrative:
Product inquiry states the universal rod short t2 humerus to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the universal rod had been in use for a longer time (manufactured in 2002), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The thread of the universal rod is completely broken off. Both breakage surfaces show features of a forced fracture. Further, appearance of the remaining thread at the rod indicates high tension and bending forces. In conjunction with the manufacturing date it could be assumed that the universal rod exceeded its life time. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to rough handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that surgeon was doing a left humeral nail procedure, surgeon went in a bit deep with the nail and wanted to back the nail out a bit and the rod broke at the strike plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was doing a left humeral nail procedure, surgeon went in a bit deep with the nail and wanted to back the nail out a bit and the rod broke at the strike plate.